Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensed noise noted on this right ventricular (rv) lead. There was no loss of capture or inhibition of pacing leading to greater than two seconds of asystole observed. The physician suspects there is insulation damage and that the rv lead is fractured due to a subclavian crush, however this was not confirmed with either x-ray or fluoroscopy. The patient¿s pacemaker was reprogrammed and the patient was dismissed and will be seen at a later time. The rv lead continues to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information provided from the field indicates that the patient was seen again at the hospital and surgical intervention took place and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.